Event description:
It was reported that during a procedure to treat a lesion in the mid circumflex (cx) artery, a perforation occurred in the left main (lm) and cx arteries during dilatation. It was noted that the perforation occurred in an unprovoked area of the vessel. The 3.0 x 16 graftmaster stent delivery system (sds) was attempted to be inserted into the 6f sheath, but could not be advanced. The sheath was changed to a 7f and the graftmaster sds was advanced and implanted successfully in the cx. The 3.5 x 16 mm graftmaster sds was advanced to the lm and implanted successfully. The perforation appeared to be sealed. During post-dilatation, the perforation extended to the aorta. Pericardiocentesis was performed; however, the patient experienced cardiac tamponade and cardiac arrest occurred due to the coronary and aortic perforation. Resuscitation was performed, but was not successful, and the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. The 3.0 x 16 mm graftmaster referenced is being filed under a separate medwatch report.